Event description:
Complainant alleged that while attempting to defibrillate a pt (age & gender unk) the device displayed a "discharge error" message. Complainant indicated that the pt subsequently expired.

Manufacturer narrative:
Zoll medical corp has rec'd the product and will be providing a f/u report when our investigation is completed.